Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the handle is broken on the left latch and hard for attendant to operate. Working intermittently the dealer states.